Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had unexpectedly powered off due to a power error and critical override mode. The field service engineer (fse) had inspected the board drawer controllers and found aluminum foil and fragments wedged between them. The fse had successfully removed, and upon reboot, normal function had resumed. Additionally, the fse had checked all lights, reconnected cables, and cleaned debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the medstation turned off unexpectedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.